Event description:
It was reported that impedance readings found greater than 4000 ohms impedances on some of the unipolar and bipolar pairs. C-3, 0-3, 1-3, and 2-3 all had greater than 4000 ohms on stage 2 implantable neurostimulator. The high impedance on electrode 3 was present at the time of implant. The doctor reconnected the lead and made sure the lead was all the way into the connector. Follow-up information reported that the event was attributed to the lead. There were abnormal impedance measurements ( > 4000 ohms) for program #3. The patient did not have any signs or symptoms; the patient did not require hospitalization due to the event. There was no danger to the patient, and the surgeon will continue to monitor the patient.

Manufacturer narrative:
Product ID 3093-33. Lot# v572182, product type: lead. Product ID 3037. Serial# (B)(4), product type: programmer, patient. (B)(4).